Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the pump screen became cracked. Subsequently, the pump became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.